Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device received five shocks, and the right ventricular (rv) lead was not capturing. The patient is pacer dependent but had an underlying rhythm of 30 bpm. The rv lead was not capturing at 7.5 v at 1.0 ms. Noise was evident on the shock electrogram (egm) when the patient performed isometrics. Additionally, the egm of the episode showed ventricular tachycardia (vt) on the rv channel, but not on the shock channel. A boston scientific technical services (ts) consultant advised that this could be due to an rv lead or connection issue or a seal plug issue. No adverse patient effects were reported. The patient later reported that the device was defective and it was replaced with a non-guidatn device.